Event description:
Patient having cta runoff. After approximately 45 cc of contrast had been injected, the injector quit working, so the injection was halted. The radiologist present agreed to attempt again to complete the study as the injector appeared to be working properly again. Again, after approximately 45 cc of contrast, the injector stopped again. Facility biomed was called to address the problem. Medrad provided a loaner to the facility, the unit involved in this event was sent back to the manufacturer for repair and then returned to service after the repair. There was no patient injury.